Event description:
In 2008, it was reported to boston scientific corporation that a 24fr safety peg pull method kit was used during a peg placement procedure in 2008. According to the complainant, the safety scalpel was stuck in the locked position (protected) and could not be used. The physician completed the procedure with a second safety scalpel.

Manufacturer narrative:
The lot number is unknown; therefore, the MFR date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. The may, 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.